Event description:
It was reported that the patient presented in clinic for follow-up. During the ventricular capture testing, it was found that the right ventricular leadless pacemaker lost its conductive telemetry and resulted in failure to capture. No intervention was performed. Patient condition was stable.

Manufacturer narrative:
The reported event of the lp continuing in temporary pacing mode after experiencing loss of telemetry during the pct test was confirmed. Based on the information provided, it was determined that the test session did not terminate when the programmer issued the close link command because the programmer initiated an open link command before the debounce period was completed. Consequently, the lp remained in temporary pacing. No device malfunction was observed.

Manufacturer narrative:
Correction: section b5 has been updated to include the associated programmer. Correction: section h11 has been updated to clarify the device evaluation result. The reported event of the leadless pacemaker (lp) continuing in temporary pacing mode after experiencing loss of telemetry during the pacing capture threshold (pct) test was confirmed. Based on review of the information provided, it was determined that the pct test session did not terminate when the programmer issued the command to end communication with the lp because the programmer initiated a new open communication command before the end communication command was received by the lp. Consequently, the lp remained in pct temporary pacing settings. No lp device malfunction was observed.

Event description:
It was reported that the patient presented in clinic for follow-up. During the ventricular capture testing, it was found that the right ventricular leadless pacemaker lost its conductive telemetry with the programmer and resulted in failure to capture. No intervention was performed. Patient condition was stable.